Event description:
On (b)(6) 2026, a patient underwent a dialysis catheter placement procedure via the left internal jugular vein using a GlidePath Hemodialysis Catheter. During the procedure, the guidewire became stuck and could not be withdrawn after catheter placement. A new kit was used, and the catheter was successfully placed. This incident prolonged the procedure time, and the patient was awake and experienced anxiety, tension, and discomfort during the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: Manufacturing Review: The Device History Records have been reviewed, and this lot met all release criteria. Investigation Summary: The physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported physical resistance/sticking and difficult to remove issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information.Labeling Review: As the reported event did not allege a labeling or use related issue, a Labeling Review is not required.G3, H4, H6 (Method). Section A through F: The information provide by BD represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to BD.